Manufacturer narrative:
As of 07/24/2018 retained samples and unused returned product were submitted to the lab for testing in addition to evaluate the biocompatibility studies.

Event description:
The initial report on (B)(6) 2018 customer stated that product caused her an injury as a burn. Customer informed that she had to go to urgent care. The completed customer information request (cir) was received on 07/17/2018. Consumer stated that the issue was with the tape area and treatment was required. Her doctor prescribed topical cream to treat burn. In addition, customer stated that symptoms did not correct after she stopped using the product.